Event description:
It was reported that an electric arc appeared, leading to a damaged electrode and carbonization of the optics. No harm to patient, user or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Information was received that the initial report for this event was filed under MDR (B)(4), and that the product in question was a concomitant product. Therefore, this supplemental report is to void the initial report for (B)(4). There will be no follow-up for this case. Please see case (B)(4) with internal reference number (B)(4) for future follow-ups. The event is filed under internal karl storz complaint ID: (B)(4).